Event description:
As of (B)(6) 2013, I was training for a half marathon, but after completing it, I noticed I was having extreme fatigue, no energy, hair loss, depression, forgetfulness, brain fog, a little anxiety and felt very moody.